Event description:
Site reported patient experienced bleeding (150ml) during the superdimension case and the procedure was immediately aborted. Patient coded on the table, but the site was able to bring her back. The patient was treated with epinephrine, ice saline, rigid bronchoscopy. Patient held in ICU overnight and is currently stable.

Manufacturer narrative:
Case recordings were returned and evaluated. The evaluation found CT to body divergence in the automatic registration along with the physician navigating close to the pleura and shallow breathing from the patient. Bleeding is a known short term complication when a lung biopsy is performed during a trans-bronchial lung biopsy or CT guided percutaneous biopsy.